Event description:
Pt taken to operating room for phacoemulsification of cataract and insertion of lens. At the beginning of the cycle using alcon equipment and two phaco tips, a foreign body was introduced in the eye. The foreign body was successfully removed. After inspection of the device, add'l "chips" are seen in the wrench.